Manufacturer narrative:
The defective planning station was replaced for repair purpose, it has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that prior to a procedure the surgeon experienced multiple crashes with the planning station, therefore preventing to perform the surgery pre-planning for the upcoming case. A medtech representative replaced the planning station the same day. The surgeon was able to complete the surgery pre-planning and performed the surgery on time.

Manufacturer narrative:
According to results of the investigation, the subject planning station was defective. However, no root cause could be confirmed for this event (defective planning station). The planning station has been replaced to avoid the reoccurrence of similar issue.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the computer for pre op planning and not the rosa robot.

Event description:
It was reported that prior to a procedure the surgeon experienced multiple crashes with the planning station, therefore preventing to perform the surgery pre-planning for the upcoming case. A medtech representative replaced the planning station the same day. The surgeon was able to complete the surgery pre-planning and performed the surgery on time.